Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter package was missing test strips. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. On (B)(6) 2011 at approximately 10am, the patient reportedly was unable to check his blood glucose due to missing test strips from the onetouch ultra mini meter packaging. It is unknown how the patient manages his diabetes but he denied taking any action towards his usual regimen when he was unable to test. The patient claimed that two hours later, he developed symptoms of 'low blood sugar' but did not elaborate any further. He denied receiving any form of treatment or medical attention. At the time of troubleshooting, the cca noted that the test strips were not missing and the issue was resolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.